Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected delivery issue where she was not receiving insulin. The customer also stated that she had a high blood glucose value was 508 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018. The customer was treated with fluids and IV insulin. No troubleshooting was performed because the customer stated they would call back at a later time. Nothing will be replaced or returned.